Event description:
Boston scientific received information that during the procedure to implant this system, the physician reported that after he screwed in this right ventricular (rv) lead, a tug test was performed and the lead came out of the device header. The lead was re-inserted into the device, the setscrews were tightened and the lead was secured in the device header. Shortly after, oversensing was noted which resulted in pacing inhibition due to a suspected loose connection. A new device was utilized and implanted with this lead without further incident. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead remains in service and no other adverse events have been reported. This product issue will be updated if additional information is received.